Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 g5 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time."

Event description:
It was reported that the pump touch screen became pixelated after the pump was dropped in water. Reportedly, the customer was still able to utilize and see all the texts and graphics on the screen. The customer's blood glucose level was 216 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.